Event description:
Customer reportedly obtained results of 168 mg/dl, 288 mg/dl, and 117 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.